Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a motor error alarm. The insulin pump was also under delivering their basal. The customer was expecting a basal of 3.8 units to be delivered but after an hour the remaining basal to be delivered was 2.8 units. There were no air bubbles in the tubing. There was no bent cannula. The customer tried to deliver 5 units but the device only gave 2 drips of inulin and the first drip took a while to come out. They did not receive a no delivery alarm. The customer¿s blood glucose level was 15.3 mmol/l. Troubleshooting was performed. The customer was able to complete the pump rewind. The insulin pump passed the displacement test and the manual prime. The motor error did not recur. The customer was advised to monitor the insulin pump and call back if the alarm recurs. The device will not be returned for analysis.